Manufacturer narrative:
(B)(4).

Event description:
Device broke during surgery. Additional information states the operation performed was a shoulder arthroscopy. Mid case the scrub nurse noticed that a small green fragment was visible on the screen. She informed the surgeon and the cannula was inspected after it was removed from the joint. The surgeon made the decision that the fragment was so small and would have been difficult to remove and therefore no action was required and no harm came to the patient. An arthrowand had been used through this cannula but no shavers / burrs used. Where the fragment came from was not noticable to the naked eye on inspection of the cannula and was only noticed due to the magnification on screen.